Event description:
The patient was hospitalized for hypoglycemia and loss of consciousness.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump, and it was operating within required specifications at the time of release. Insulin pump therapy was resumed during the hospitalization and the pt has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: there are no alarms related to the complaint noted in the pump history. A review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The data for the time of the reported incident is unavailable for review due to continued pump use. An ezprime operation was performed with no difficulties, and the units remaining were correctly calculated. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.